Event description:
It was reported that this right atrial (ra) lead was explanted due to non specific product anomaly. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to non specific product anomaly. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.